Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
Per user facility voluntary medwatch (B)(4): "during the [unspecified] procedure in an attempt to access the left femoral artery the tip of the flexor ansel guiding sheath got separated from the body of the sheath and was retained in the left common femoral artery which required immediate surgical intervention to remove the piece." Additional information regarding event details, patient anatomy and outcome has been requested, but is not available at this time.

Manufacturer narrative:
Narrative: retrieval of the separated portion of the sheath tip required immediate performance of balloon tamponade of the left external iliac artery to prevent bleeding, and vascular surgery consultation for removal. The tip of the sheath was partially incised to the left common femoral artery and partially in the subcutaneous tissue. The procedure was not completed due to this occurrence; it was noted that this was the first attempt at the aorto-iliac femoral (aif) procedure for the patient. No devices were being utilized through the sheath during the event. Left femoral artery access for right lower extremity intervention was attained by placing the sheath in the patient's leg via contralateral up and over approach. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred. (B)(4).

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: d1, d4, g5, h4. This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, instructions for use, and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Measures are being conducted to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.